Event description:
The reported about 2.5 months later that they could still feel it in their leg and feet, but not in the back where the pain was. The patient wanted to know if they could have an MRI, as they might want one. The patient was currently at their health care provider¿s (hcp) office and was going to talk to their hcp. The x-rays and CT scans done in (B)(6) 2016 found nothing wrong with the device. In (B)(6) 2016 a nerve test was done, which was fine, but the right leg was affected. The patient had to turn the machine off completely, was making the patient really weak, and had fallen 3 times (dates were unknown). The nerve doctor stated the patient sometimes has drop foot, like they had a stroke but nerves were all fine. The patient wanted the leads replaced, but not sure.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported that they had the implantable neurostimulator (ins) put in and it was doing very good. They had no pain and took off 141lbs and then it just stopped working. The manufacturing representative stopped by but they could feel it in their legs, feet, and ribs, but nothing in the back. Their healthcare provider (hcp) did an x-ray and an eng. Their right foot felt funny and they can't pick up their right foot. They were falling and in physical therapy. Three weeks and they said they are worse. The implantable neurostimulator (ins) was indicated for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported troubleshooting was done, but the consumer was leaning towards having some other kind of surgery, but declined to provide any further details. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.